Event description:
The end user alleges that his lower extremities do not properly fit into front riggings of unit. Requesting straps from dealer. Left foot fell off riggings and sustained foot injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.